Event description:
A valiant stent graft system was implanted into a patient for the treatment of a 25 cm thoracic dissection. At the time of implant the stent grafts covered the false lumen in descending aorta from left subclavian to celiac. It was reported that the patient returned with an unknown infection. The physician stated that the patient presented with elevated white counts prior to initial implant and that continued until the point of explant. The physician stated that the cause could have been an erosion/fistula forming between the thoracic aorta and esophagus. The physician elected to explant the stent grafts and thoracic aorta was rebuilt with an open graft placement. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).